Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-may-2026, a facility representative reported via (B)(4) that an abs-10060r angel centrifuge started smoking during a prp procedure. The case was rescheduled with no patient affected.